Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the limited information provided, a cause for the reported mitral valve insufficiency/regurgitation cannot be determined. Mitral regurgitation is a known possible complication associated with mitraclip procedures. Surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. Codes added: h6 health effect - impact code: 4607 hospitalization.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information account name, physician name, and device information are currently unknown.

Event description:
It was reported that on an unknown date, a mitraclip procedure was performed. Two mitraclips were implanted. On a 10 march, the patient returned for surgical mitral valve replacement due to recurrent mitral regurgitation. Both clips were reported to be stable on the leaflets and no tissue or chordal damage was observed.